Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bending section cover scratch and bending section cover adhesive chip were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also observed that the scope identification information disappeared. However, the definitive root cause of the b30 scope communication error and scope identification information disappearance could not be determined. It is possible that the issues were caused by a defect of the image sensor unit, failure of the video connector's internal circuit board, or system failure. Olympus will continue to monitor field performance for this device.